Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/4/2019. Additional device code: 1069. A manufacturing record evaluation was performed for the finished device pcm036 batch number, and no non-conformances were identified. Additional h3 investigation summary: a suture needle was returned for evaluation. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed a small area of microvoid coalescence (mvc), a form of ductile failure, and mechanical damage occurred on the majority of the surface. However, due to the presence of the suture it was difficult to determine if this was conclusively a fracture and/or caused by mechanical damage. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify the event, did the needle break or the needle pulled off during use? Needle pulled off suture were all needle(s)/ fragments retrieved? Unknown any adverse patient consequences and what medical/surgical intervention was provided? Unknown is the returned product sterile representative sample or actual? Actual lot number - the lot number was with the sample I submitted. Note: events reported in 2210968-2019-88029, 2210968-2019-88030, 2210968-2019-88031, 2210968-2019-88032, 2210968-2019-88033, and 2210968-2019-88034.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle pulled off the suture. Another like device was used. There were no adverse patient consequences reported. No additional information was provided.